Event description:
The customer reported several drops of clear fluid leaked from the blood sampling valve (bsv), inside the instrument, during system startup involving coulter lh 500 hematology analyzer. Beckman coulter customer technical support determined the fluid leak originated from the rinse block. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. Quality control (qc) results recovered within acceptable limits at the time of the event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noticed the rinse block was not sliding all the way down, failing to align with the aspiration slit. The fse performed rinse block adjustment to correct the issue and cleaned the blood sampling valve (bsv). Quality control (qc), calibration, reproducibility, and system startup all passed within the acceptable ranges. Results conformed to the manufacturer's published performance specifications. (B)(4).